Event description:
Cta/3d recon images were reviewed. The stent graft was positioned with the bare springs crossing the (B)(6). A proximal type I endoleak was seen feeding the false lumen of the dissection, entering approximately near the (B)(6). No other obvious stent graft issues were observed. The cause of the endoleak could not be determined. A single post-secondary image shows that another device was placed proximal to the existing stent graft and resolving the endoleak.

Event description:
A valiant captivia thoracic stent grafts were implanted in a patient for the endovascular treatment of a dissection of the proximal descending thoracic aorta approximately two months ago with intentional partial coverage of the lsa. Co-morbidities: hypertension, renal insufficiency. The entry tear was 20 mm from the distal margin of the lcc and had a total length of 415 mm. The maximum aortic diameter was 34 mm, with a maximum true lumen diameter of 23 mm and a maximum false lumen diameter of 34 mm. Right iliac artery was 12 mm in diameter and the left iliac artery was 11 mm in diameter. The right and left iliac arteries as well as the aorta were mildly tortuous. There was no mural thrombus present in the landing zone. Six days post implant, a proximal type 1 endoleak was noted, which required an additional stent graft to be implanted days later to resolve the endoleak. No clinical sequelae were reported.

Manufacturer narrative:
Film evaluation.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (dissected descending thoracic aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (dissected descending thoracic aorta).